Event description:
A report was rec'd that a pt had developed an infection at the pocket site. The pt was experiencing fever, redness, and drainage. The physician suspected that the infection was due to the implant procedure and prescribed the pt oral antibiotics. The pt is reportedly doing well.